Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed a software upgrade to correct the reported problem. The complete system was inspected, tested, and verified as ready for use. A product has not been returned to isi for evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the instruments used during the reported procedure was conducted. All of the instruments and the endoscope used in the procedure were used in subsequent procedures, and a site history review shows no other complaints filed against any of the instruments or the endoscope. A review of the video clips associated with this event was performed by an isi clinical development engineer (cde). Per the cde, from video 1, at around 00:15, the camera moved to the left of the screen, and the mbf instrument moved to the right. There was a collision between the mcs and the laparoscopic suction irrigator. With this video alone, the cde was unable to determine why this issue occurred. The 2nd video clip mainly showed the scope clean. The 3rd video clip continued with the scope clean. The mbf instrument was seen near the iliac artery, and the instrument moved away from the artery. Then, the surgeon articulated both the prograsp forceps instrument and the mbf instrument to confirm that they were functioning. Toward the end of the 4th video clip, the mcs instrument was inserted again, and in the 5th video clip the surgery continued. Per a video review of the incident by the isi technical support engineer (tse) team, the system detected a rotation of the endoscope, but the image did not rotate. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the system detected a rotation of the endoscope, but the image did not rotate. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event were it to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the camera was not functioning normally and as a result, the surgeon experienced uncontrolled movement with a maryland bipolar forceps (mbf) instrument and a monopolar curved scissors (mcs) instrument. Per the surgeon, for approximately half an hour prior, there was a minimal movement abnormality of the mcs instrument, described as "millimetric deviations," and the instrument was removed, the universal surgical manipulator was undocked and redocked, and then the instrument was reinserted and reconnected. About 6 minutes later, there was an anomalous movement of the mcs instrument, followed by another uncontrolled motion of the instrument toward the bladder. At the same time, the camera could not be moved into its proper position, and the mbf instrument, with an unnatural 90 degree position, also experienced anomalous movement, eventually coming to a halt in the denuded iliac vein and artery, after the lymphadenectomy. There was no damage, tissue injury, or bleeding as a result of these movements, to either the iliac vessels or to the bladder. No medical or surgical interventions were required. A prograsp forceps was also in use at the time; it was grasping the vas deferens, and it did not move. The surgeon felt the issue was related to a software/mechanical failure causing a feedback error between the instruments and the controls. The mbf instrument , the mcs instrument, and the endoscope were all inspected prior to the procedure, and they all appeared normal. However, after the movement of the mcs instrument toward the bladder, the back of the instrument housing (the part connecting with the input discs) became loosened. The instrument remained locked in the port. The customer removed and repositioned the endoscope and reseated the instruments successfully, and the surgery was completed, without further issue nor patient injury. Per the surgeon, there was no health impact for the patient, and the patient did not experience any post-operative complications. The specimen was completely resected with clear margins.